Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed noise on the right ventricular (rv) channel. Pacing inhibition was observed, but the duration remains unknown. It was noted the patient is dependent. Additional information was received that the patient was going to be seen in the clinic. Technical services discussed possible causes for the clinical observations and provided additional troubleshooting and programming options. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a new device and right ventricular (rv) lead were implanted. Per the physician's discretion, the pace/sense portion of this rv lead was connected to the left ventricular (lv) port of the new device to provide back up pacing if needed in the rv. The physician planned to program this lead off at a future date. No additional adverse patient effects were reported.

Event description:
Additional information was received that this patient was seen in the clinic. The physician performed pocket manipulation, which did not reproduce noise on the right ventricular (rv) channel. The patient performed isometric exercises, which showed noise on the rv channel. It was noted the noise was not oversensed by the device, but was seen on the electrogram (egm). No reprogramming was performed. The rv lead was already programmed to least sensitive. The physician would like to bring the patient into the lab in the near future to assess device and lead integrity. Depending on the results, the physician may replace this rv lead and associated device. The physician did not provide a specific date for when the procedure would take place. It was noted there were no adverse patient effects associated to the lead noise or pacing inhibition. There were no new noise or pacing inhibition events recorded over the last several months. At this time, evidence suggests this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that due to known noise on the right atrial (ra) lead, some inappropriate mode switching occurred. There was also noise present on the shock channel. Technical services discussed that all timing and decisions are based on the right ventricular pace/sense channel and not the shock channel. There were no out of range shock impedances noted. No further actions were taken at this time. This rv lead remains in service and there were no additional adverse patient effects reported.